Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigational summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported material protrusion / extrusion and material discolored issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2020, a patient underwent a catheter placement procedure using a glidepath hemodialysis catheter. After a period of use, the catheter was removed due to observed bulging and discoloration. There was no reported patient injury.